Manufacturer narrative:
This report is for an unknown insertion instrument/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for the femoral trochanteric fracture with the tfna implants and instruments. After the internal fixation, the surgeon found the foreign matter in the operative field while washing. He checked the foreign matter and thought that it was a hardened blood of another patient. The foreign matter may have come out of unknown insertion instrument. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) unk - insertion instruments: trauma. This is report 1 of 1 for complaint (B)(4).